Event description:
The customer reported falsely elevated results for cardiac marker tests were obtained on the atellica im 1600 analyzer. The falsely elevated results were reported to the emergency room (em) and questioned, and em staff requested retesting with an alternate analyzer. The customer performed repeat testing on an alternate atellica im 1600 analyzer, confirmed the repeat results were correct, and issued corrected reports. There are no known reports of patient intervention or adverse health consequences due to the event.

Manufacturer narrative:
The customer reported falsely elevated results for cardiac marker tests were obtained on the atellica im 1600 analyzer. The falsely elevated results were reported to the emergency room (em) and questioned, and em staff requested retesting with an alternate analyzer. The customer performed repeat testing on an alternate atellica im 1600 analyzer, confirmed the repeat results were correct, and issued corrected reports. Siemens dispatched a customer service engineer (cse) to the customer site, reviewed log files, and observed a luminometer and base pump error message. The cse performed troubleshooting and replaced the acid pump with a new assembly, and the atellica im 1600 analyzer performed as specified. Siemens verified that the operator wore personal protective equipment (ppe) to clean the leakage/spill. There was no cross-contamination with other patient samples or tests due to the spill. The operator was not exposed to any bio-hazardous material, and the spill did not cause anyone to slip, trip, or fall. Siemens investigated the event, assisted the local service team, and concluded that a base pump had been used instead of an acid pump. The cse replaced the pump with a correct acid pump, and the analyzer returned to normal operation. The cause of falsely elevated results in cardiac marker tests is a user error and pump failure. The analyzer is operating as specified and no further evaluation of this analyzer is needed.